Event description:
The manufacturer received information alleging a ventilator's battery failed to charge. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device's power supply was found to be faulty and needs to be replaced. The repairs are pending approval of the estimate from the customer. A final report is being sent. If upon approval of the estimate additional issues are identified, a follow up report will be filed.